Event description:
Failure to alarm: renasys with softport foam dressing where canister ring was broken in transport, allowing the canister to hang loosely on the pump with about 200cc drainage in canister. When patient returned to facility noticed the pump was on continuous flow mode however no suction was being delivered to dressing site. There were no alarms.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the ezplus cstr 800ml wo sldfr sp. The complaint is confirmed as reported; however, the canister performed exactly as designed in preventing overflow or in this case, a spill of biohazardous materials. Although there is no sample to evaluate, the event description details a transport of the patient with a break in the canister ring causing the canister (connected to wound softport) to fall out with 200cc collected in canister. The canister has a filter which melts and shuts off if wet. This particular canister does not contain a solidifier and so any exudates migrate freely, likely wetting the anti-spill/overflow filter and closing it shut as intended. At that point, the canister is rendered used and becomes disposable. Just as expected and reported, a new canister regained negative pressure therapy. There is no product non-conformance, the safety features in canister prevented contamination. Smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.